Event description:
A nurse was using the suspect device to stick a pt's finger for a blood glucose reading. After nurse performed the finger stick nurse set the suspect device down. Nurse then went to pick up another instrument and was unintentionally stuck by the suspect device in the left index finger. The pt nurse was tending to is a known hepatitis c pt. She then discarded the suspect device in a sharps container.